Event description:
It was reported that the device was the fourth and last implant used, for being a large lesion, the slotted cannula was positioned again, verifying that, when the needle was passed, it did not pass through the same place where the previous three passed, and this was adjusted to 16 mm. It was passed through the slotted cannula and the last one was removed. The deployment slider was activated and the first peek was placed without any problem, the needle was positioned again and the deployment slider was activated twice, the handle was removed. Like the third implant, when the end of the suture was pulled, the implant went completely out of the meniscus. Unable to do the repair with any device, it was decided to do meniscectomy.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited